Event description:
It was reported that after the device implant procedure, the lead was unable to advance down the introducer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that a 7f introducer could not be inserted through the lead. It was observed that the region proximal to the rv shock coil had dimensions greater than 7f.